Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported by the patient's daughter that the spinal cord stimulation (scs) patient is deceased. The death is unrelated to the device and the device was explanted. However, the cause of death is unknown. No further information could be obtained.